Event description:
It was reported that the patient experienced ineffective therapy due to impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. It is unknown which lead had impedance issues.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: (B)(4), batch: 8405932. Common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: (B)(4), batch: 8405932. Common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: (B)(4), batch: 8405932.

Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the returned lead c found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.